Manufacturer narrative:
The field service engineer (fse) discovered evidence of an unknown fluid leak at the bottom of the substrate pump. No injury from the leak was reported. The fse noted dried substrate buildup at the hexagonal piston guide cap that retains the substrate piston. The fse also noted a small fracture in the pump housing and replaced the complete substrate pump to resolve the issue. The instrument conformed to the manufacturer's published performance specifications and was returned to normal operation. In conclusion, a definitive cause of the event is unknown. It is uncertain whether the fluid leak was caused by an under-torqued cap or by the small fracture in the pump housing. (B)(4).

Event description:
The affiliate stated the customer reported sample counts outside limits system error involving the access 2 immunoassay system. The customer stated no erroneous patient results were generated. There was no patient impact associated with this event. A beckman coulter field service engineer (fse) was dispatched to assess the instrument.